Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the probe was broken at 12.76 mm from its distal end, and the broken probe tip was returned. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the thunderbeat ii shears with ultrasonic mode, 5 mm, 35 cm exhibited that the probe was broken at 12.76 mm from its distal end, and the broken probe tip was returned. There were no reports of patient involvement.